Event description:
A surgeon reported a clinical study pt who presented with endophthalmitis following intraocular lens (iol) implant surgery. The surgeon reported the pt was hospitalized six days following iol implant surgery with endophthalmitis which did require medical/surgical intervention. The pt was treated with a vitreal tap. At the time of reporting, this event was considered not resolved. The surgeon reported the causal relationship as not related to procedure and not related to study device. An alternate etiology of surgical procedure was provided. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).